Event description:
It was reported that patient shows cystic formation around the tibial screw on MRI at a follow up appt.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include: ·patient information ·surgical procedure/post-operative care review ·device labeling (including technique guides, ifus, etc.) Based the information provided it was reported the doctor believes the open architecture of the screw allowed fluid from the joint to run down into the tibial tunnel. In addition, the doctor reported, " I don't believe the patient has any pain at this point." Since this screw is bio-compatible and no revision surgery has been scheduled. Its unknown how long after the procedure the MRI was performed. No further clinical/medical assessment is warranted at this time. Approved by (B)(6) md on (B)(6) 2018. Based the information provided it was reported the doctor believes the open architecture of the screw allowed fluid from the joint to run down into the tibial tunnel. In addition, the doctor reported, " I don't believe the patient has any pain at this point." Since this screw is bio-compatible and no revision surgery has been scheduled. Its unknown how long after the procedure the MRI was performed. No further clinical/medical assessment is warranted at this time. Approved by (B)(6) md on (B)(6) 2018.